Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the actual date of the reported medical event is unknown. Date entered is reflective of the customer reporting the event occurred in (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that in (B)(6) her adc blood glucose meter was unresponsive when both buttons were pressed and she was therefore unable to test. Customer further reported she believed her blood glucose was low and stated she experienced a seizure. Customer was reportedly treated by a non-hcp with unspecified medication for seizure and a glucagon injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. The 510(k) of the initail report is incorrect. Section populated with k092638, correct 510(k) # is k092602.